Event description:
It was reported an infection occurred. It was further reported that the lead tip of the right atrial lead broke off during extraction and remains in the body. The remainder of the lead will not be returned as it was discarded by the facility. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407458 lead, implanted: (B)(6) 2003; 694865 lead, implanted: (B)(6) 2006. (B)(4).